Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the helix of the lead could not be extended or retracted. The lead also had high impedence. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, there was fixation difficulty, and the helix of the lead could not be extended or retracted. The lead also had high impedence. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: device codes corrected based on event description. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix would not extend due to being over-retracted, and the distal coil was distorted in the connector. A deformation/fracture in the proximal section of the inner coil was found. Blood/body fluid was present on the distal conductor and helix mechanism. A tip seal observation and twisted insulation was also noted.